Event description:
In 2005 the pt used poligrip comfort seal strips for the first time. The pt's family member heard the pt choking and they subsequently vomited and gagged because the product was sticking to the roof of their mouth. This case was assessed as medically serious by gks. Treatment with poligrip was discontinued and the events resolved.